Manufacturer narrative:
Reported event: it was reported that piece broke upon disassembly. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: review of the device history records indicate 104 devices were manufactured under lot 45010216 and accepted into final stock on 05/26/2016. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 206270, lot 45010216 shows 05 additional complaints related to the failure in this investigation. The complaint is (B)(4). Conclusions: ¿per (B)(4), preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required.¿ corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Event description:
Piece broke upon disassembly. Case type: tha. Did the impaction platform break during impaction and issue found during disassembly? As per the mps: it¿s tough to pinpoint exactly when it was broke but held together until disassembly from the robot.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Piece broke upon disassembly . Case type: tha. Did the impaction platform break during impaction and issue found during disassembly? As per the mps: it¿s tough to pinpoint exactly when it was broke but held together until disassembly from the robot.